Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a basal delivery. The blood glucose reading was 409 mg/dl, which was treated with a manual injection. The customer's mother stated that the motor sounded louder than normal during the rewind process. She noted that the customer's blood glucose reading was 138 mg/dl prior to bed, and when the motor erorr alarm occurred, he had high blood glucose. Advised replacement of the insulin pump. Nothing further reported.